Event description:
It was reported that a (B)(6) caucasian female patient who underwent an unspecified breast surgery with an unknown mentor saline breast implant has experienced right-sided deflation postoperatively. The issue was confirmed by mammogram examination. As a result, patient underwent bilateral replacements as follow: l/ cat#: smhx-500, sn#: (B)(4) r/ cat#: smhx-500, sn#: (B)(4) on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 18, 2022: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.3 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Device identity: cat#: 3501650, lot#: 5806837 the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).